Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for right side "reported sudden enlargement of right breast with pain; MRI indicated presence of liquid around the right sided implant, between the fibrous capsule and the elastomer, in a non-physiological quantity". The device remains implanted. Treatment: pain killer in case of pain.